Event description:
The customer stated falsely elevated results were generated on the architect stat troponin-I assay. A patient generated an initial result of 112 ng/l. The result was questioned as it did not align with the patient's clinical symptoms. The sample was retested, yielding a result of 96 ng/l. The sample was recentrifuged and upon retest, the result was <10 ng/l. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Review of ticket trending data identified atypical complaint activity related to discrepant patient results. However, the lot search for reagent lot 45388un12 did not identify atypical complaint activity. Accuracy testing was completed using reagent lot 45388un12. Acceptance criteria was met, which indicates acceptable product performance. Neither a malfunction nor a deficiency was identified as panel testing shows that reagent lot 45388un12 performs per specification. Additionally, per the complaint text, after recentrifugation of the sample the result was as expected indicating a specific sample issue. No additional issues were identified.